Event description:
A patient reported a loss of therapy. The patient reported that she was having problems with the machine because she doesn¿t leak during the day, but when she laid down at night she leaked out. The patient stated that if she put stimulation up at a higher range she had pain in the left side of her vagina. The patient stated that if she turned down stimulation the pain went away, but she leaked. The patient that when the stimulation was more comfortable it still leaks out that more. The patient noted that it helped a little bit when stimulation was painful, but she still leaked. The patient noted she had irritable bowel syndrome (ibs) and it was preexisting. The patient noted she didn¿t know if it was related to the device or not. The patient stated that they had a CT scan of and they told her everything was fine with her stomach so she didn¿t know what was causing the ibs. The patient noted that prior to the call she increased her stimulation to 2.2 v and she felt the pain in her vagina. The patient noted she turned stimulation up about a month prior to the call. The patient synced with the patient programmer and it showed that stimulation was on. The patient decreased stimulation and the patient confirmed the pain in her away went at 2.0 v. The patient noted she was seeing her hcp on (B)(6). The patient noted the return of leaking was sudden and added when they got up to go to the bathroom the leaking came out right away. The patient noted the ibs she had all of the time. The patient stated the pain in the vagina began on (B)(6) and the leakage began about 2 months prior to the call. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.